Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled bag was received at the plant for evaluation. Visual inspection revealed that the lipid and amino acid chambers were activated; hence, solutions inside the chambers were mixed and white in color. For this reason, the reported condition could not be detected. No other test was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown particle was observed in the amino acid chamber of a multilayer bag before patient use. No additional information is available.